Event description:
Rptr complained of constant lower back pain, weakness in both legs. He required right knee surgery two times because of lower back. He can't sleep, has poor balance, has been falling and because of his back pain and weak legs, fell and broke his right hand. He has required an increase in medication. He takes 45 mg of ms conton and valium for pain. He tries to do things and ends up with severe back and leg pain. One dr recommended surgery because of sore spots around screws and plates. A second opinion, by another dr, was to wait because of all the problems he already has with his lower back.